Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been re-using insulin within the pump supplies. Tandem customer technical support informed customer that this usage of insulin is off label per the user guide. Customer changed all pump supplies to address occlusion. There was no adverse impact to the customer's blood glucose level.